Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported an air detected in the cassette message during treatment. After troubleshooting with technical support the patient observed fluid inside the cycler cassette door. Follow up with the patient's peritoneal dialysis nurse indicated that the patient was treated with prophylactic antibiotics, vancomycin (dosage and duration unknown), missed two dialysis treatments. The patient was asymptomatic and the patient's effluent remains clear. Patient has resumed dialysis treatments. The set was not made available for evaluation.